Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Result of investigation: vyaire medical was not able to verify the customer's reported complaint during testing and evaluation. Vyaire medical performed several post test's during bench testing, the ventilator passed every test performed with no inconsistencies during power up. The unit also passed the patient circuit leak test and passed all others test that was performed. The ventilator also passed 220 hours of extended tests at the customer's settings without any unusual alarms or error conditions. The ventilator passed the initial final test and the initial alarm volume test with no restriction. The unit was opened up and visually inspected, there were no anomalies found. This ventilator met all factory specifications and standards.

Event description:
It was reported to vyaire medical that the ventilator was alarming "blower demand failure" and stops ventilating. There was no report of any patient involvement associated with this reported event.